Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the pp not working was that the implanted device failed due to the battery and the patient needed a replacement. The patient had their battery replaced, and the patient's issues were resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. Information was reported that the patient is reporting that their patient programmer (pp) is not working. The patient stated she is not sure what she is doing wrong and she is nervous with using the pp. There is an allegation against the ins longevity. The patient's pp is showing end of service (eos). The meaning of eos was reviewed with the patient, and the patient said "it didn't last for 3 years". The patient stated she didn't want to have another surgery. No further complications were reported. No patient symptoms were reported.